Event description:
It was reported that the colonovideoscope had the image has whiteout. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen becoming noised. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.